Event description:
Information received by medtronic indicated that the insulin pump is cracked. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a broken belt clip rails. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:50:55.000 (B)(6) 2023 12:51:50.000 (B)(6) 2023 12:54:00.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). A test motor was used and continued on rewind test. The pump passed the rewind test and no pump error 38 alarm noted. Pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 12:43:45.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 16:04:00.000 (B)(6) 2023 16:39:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 16:55:00.000 (B)(6) 2023 17:05:00.000 the pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 03:23:52.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 03:33:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 07:21:46.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 13:35:00.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 13:58:16.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 02:43:20.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 02:53:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 02:57:20.000 alarm alert notification fault number = no delivery (7) during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a end cap address label missing. Cosmetic damage was confirmed at the belt clip rails. Pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.